Event description:
A report was received that the patients pain returned. The patients superion indirect decompression system had migrated due to a spinous process fracture. There were no patient complications due to the fracture. The patient underwent an explant procedure and was doing fine post-operatively. The explanted device will not be returned as it was retained by the facility. No further information can be obtained.